Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2015 with the following findings: the pump's black box showed that there were loss of prime warnings. The pump was exercised for 24 hours with no loss of prime issues duplicated. The pump's force sensor failed a calibration check. The force sensor resistance was found to be within specifications. There was moisture found on the force sensor pins. Unrelated to the initial allegation, the display screen was dim and discolored. The battery compartment was cracked. There was moisture present in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.